Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), product type: lead. Product ID 3776-60, serial# (B)(4), product type: lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for cervical/neck and spinal pain. It was reported that the lead wire pulled loose through the scar tissue after the patient slipped coming out of the shower. The patient reported that now no matter what setting they had it on the stimulation went to the left shoulder. This was a sudden change that occurred probably two months ago. The patient saw the manufacturer representative about this on (B)(6) 2016.

Event description:
Additional information received from the consumer reported in the past couple of months their lead wires ¿had all come loose¿ except for one. It was further reported reprogramming was performed but no matter how the battery was programmed stimulation went down their left arm. An appointment was scheduled with the healthcare provider (hcp) for (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was stated that nobody had really said what the cause of the ins completely dead and shooting pain from shoulder down to arm was. It was reported that patient had a revision surgery scheduled on (B)(6) 2017. Patient weighed approximately (B)(6) at the time of ins completely dead and shooting pain from shoulder down to arm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that 'every setting went to one area.' Patient reported they fell out of bed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated the loose lead already reported but also reported that the ins was completely dead. The patient stated that their health care provider (hcp) told them that they were going to 'remove or redo' the ins. The patient also mentioned that they had a shooting pain down the shoulder and arm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.